Event description:
It was reported the loop of this snare detached in the patient during a polypectomy procedure. The detached loop remained enclosed around the polyp. Following several attempts at retrieval of the detached loop, the loop was successfully retrieved utilizing a biopsy forcep. Another unit was used to complete the procedure successfully. There were no patient complications involved. The device was received, evaluated and retained by this MFR. The engineering evaluation indicated a visual exam revealed the loop had detached from the coupling. Two crimp marks were present at both ends of the coupling to restrain the loop and cable. Clamp marks were also noted on the distal end of the cable. The ball weld, located at the distal end of the cable, was undersized. This is a possible indication that the loop was not properly crimped during the manufacturing process. The company has since implemented a 100% in-process pull test during loop assembly which should eliminate this malfunction in the future. This device was manufactured prior to this implementation.